Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer treated high blood glucose with insulin pump. Customer was using insulin pump within 48 hour of reported high blood glucose event. Customer was assisted with troubleshooting. Self test was performed and it was passed. Insulin pump will be not returned for analysis.